Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a missing motor support disk. The device had cracked reservoir tube lip, scratched reservoir tube window, lcd screen, case, and missing end cap sticker.

Event description:
The customer reported that the insulin pump alarmed. The blood glucose reading was 236mg/dl. Advised the caller that the insulin pump would be replaced. No further information was provided.